Manufacturer narrative:
The hill-rom technical support had the account check the external alarm connection on the upper control board. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Eval in process.

Event description:
Hill-rom received a report from the account stating there was no alarm audible alarm on the bed. The bed was located at the account on (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).